Event description:
It was reported that damaged sterile packaging (blister) was identified. The damage was discovered during inspection of circulated items in stock. There was no patient involvement. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4).g2: foreign - event occurred in japan.the customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.